Event description:
A customer from japan reported receiving a test result of 9.4% on the a1cnow system. A different system at the inspection center gave a comparison reading of 7.7%. The differences between the tests could be clinically significant. No adverse events were alleged. The customer is expected to return the kit for evaluation. Replacement kit was sent.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.